Event description:
A caller reported a malfunction on their pump, specifically citing a malfunction code 12. There was no reported impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the device. No recurrence of the malfunction was reported, and the customer was informed that they could continue using the pump and instructed to contact support if any further issues arose.